Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of five complaints reported for this issue. This is the first complaint reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is possible to isolate the root cause. An internal investigation has been opened to address this issue. (B)(4).

Event description:
A surgeon reported that a large amount of air came into the patient's eye during a vitrectomy procedure. The customer stated that the valve for air substitution was opened and the large amount of air appears to have come from there. Although the air in the patient's eye caused the surgeon's visibility to be poor, the procedure was able to be completed with no impact to the patient.